Event description:
It was reported that pump experienced malfunction after exposure to extreme cold temperature and displayed malfunction message. There was no adverse impact to the customer's blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy.